Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe preset was missing from the node configuration; the fse reprogrammed it, and the erbe now functions as designed. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that staff power cycled both the energy generator and the system with no improvement. The message "generator not connected" persisted, and the generator displayed a question mark next to the cord plugs. The site was unable to get the generator to function and switched to an alternative device and cable for the case. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury.